Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate high voltage therapy delivered for atrial fibrillation with rapid ventricular response, which the cardiac resynchronization therapy defibrillator (crt-d) detected as supra ventricular tachycardia (svt). The crt-d remains in use. No further patient complications have been reported as a result of this event.